Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture an unknown post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following pegj placement, the patient experienced an unknown complication, and underwent surgery on (B)(6) 2023 to have it fixed. After multiple query attempts to inquire on the complication, and treatment required to address it. No further information was available. Therefore abbvie has conservatively chosen to report this event.